Event description:
It was reported that during use, the m4 handpiece ¿got hot¿ in under one minute. The procedure was completed with a replacement and delayed by approximately three minutes while retrieving the replacement. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The handpiece motor was seized and the connector was damaged. Therefore, the reported overheating issue could not be confirmed. The housing was disassembled and the seals were found worn. The bearings, housing, and motor were corroded due to dried saline. The seals, bearings, motor, and cable were replaced. The handpiece was repaired, cleaned, tested, and passed to manufacturing specifications. This device is used for therapeutic purposes.